Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly, "the pt was involved in an automobile accident and incurred fractures and dislocations to his left elbow requiring immediate surgery¿ the pt underwent a left elbow surgery on (B)(6) 2008." It was further alleged that, "the pt suffered radical nerve damage in his left arm causing him pain."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The devices are not available due to the ongoing litigation.